Event description:
It was reported that during the procedure the fiber was placed inside the opened ended ureteral catheter and being actively used when the laser fiber itself broke in two pieces outside the patient. A loud noise was audible in the room. The laser was turned off and the two pieces of the laser fiber were retrieved. The procedure was completed with another device. There was no patient complication.